Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine patient check. Atrial lead noise was seen on the electrogram. Noise was reproducible using isometrics. No medical intervention was performed. The patient would continue to be monitored.